Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4) the foreign distributor evaluated the device and determined the failure was caused by a manufacturing front panel. The foreign distributor was shipped a replacement front panel to repair the device and return it to service. Carefusion issued a return good authorization (rga) number to the foreign distributor for the return of the alleged faulty front panel for evaluation. As of (B)(6) 2015 the alleged faulty front panel has not been received. Should the alleged faulty front panel be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was reported to carefusion by a foreign distributor in (B)(6). "No patient involvement. Touch screen is not working. We can see liquid spots in screen. Liquid spots or visible patches of what looks like fluid have made the touch screen inactive."